Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was no functional complaint about the lead. The surgeon had made a decision to upgrade to a surescan paddle lead. This report is regarding the breakage of the lead upon attempt to remove. Lead broke as described above due to long term scarring. Only the distal portion with contacts is left in the body. The cause was surgical dissection and scarring. Patient experienced a dural tear during dissection in surgery to remove the old lead. Patient will be kept in the hospital for 2-3 nights to address recovery from dural tear. A lumbar drain will be placed to aid in csf leak stabilization. Patient to remain in the hospital for 2-3 days to recover from dural puncture. The issue was resolved.

Manufacturer narrative:
Concomitant medical product: product ID 3487a lot# l57467, implanted: (B)(6) 1999, explanted: (B)(6) 2023. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(6), ubd: 28-sep-2002, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.